Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was not provided. Customer did not have a new battery to install to continue troubleshooting. The customer was advised that they would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable verify low battery alarm, failed battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to blank display.